Event description:
During preparation of the pump system for cardiopulmonary bypass, the user reported that the roller pump local display exhibited unusual characters. The device could be operated, and its status known, by use of the controls in the pump system central control monitor. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The local pump display module was returned and examined. A malfunction of the flat panel display component resulted in the reported event. The malfunctioning display module was replaced at the user location, and the device was restored to its full functional specifications.